Event description:
Patient reported implant is recalled for left side. Healthcare professional later reported animation phenomenon, lateralization, double capsule, capsular contracture baker grade iii. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification to partial d6a implant date: "between 2011 and 2012" was provided. Laboratory analysis summary the device related to the reported events anxiety - product/ procedure/ capsular contracture/migration/ unsatisfactory result was received on march 26,2025 with lot number 2034704. Based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ migration: unable to observe as it is not related to the manufacturing process. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, capsular contracture baker grade iii.

Event description:
Patient reported implant is recalled for left side. Healthcare professional later reported animation phenomenon, lateralization, double capsule, capsular contracture baker grade iii. Device has been explanted and replaced with another manufacturer's device.